Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during use on a patient an internal paddle set failed to shock. No adverse patient impact was reported.